Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported foreign material was confirmed. The investigation was unable to determine a conclusive cause for the foreign material. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use and during preparation of the emboshield nav6 embolic protection system, an eyelash was found in the tray. The device was not used and there was no patient involvement. Another emboshield nav6 embolic protection system was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.